Event description:
It was reported that there was a communication problem with the recharger, and the use of antenna locate resulted in a power on reset (por) being displayed on the recharger. This led to the normal recharging screen. The next day it was reported that the ¿machine¿ in the patient¿s back was not working. It was noted that the patient was able to turn stimulation on with the patient programmer and feel the stimulation sensation. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).